Manufacturer narrative:
The device remains in service. This report will be updated when additional information is received.

Event description:
Boston scientific received additional information about this patient and device. Two years later, the patient received additional inappropriate shocks due to the samet-wave oversensing that was observed in 2016. The patient was cycling at the time. Technical services reviewed the episode. At faster rates, st segment/t wave appear to get steeper and eventually start to get oversensed. In treated episode 10, baseline noise is more evident, but it is not oversensed. The first shock was delivered and induced a fast, variable amplitude ventricular arrhythmia, leading to a second shock that converts the arrhythmia. Technical services discussed the previous troubleshooting steps and suggested new x-rays to evaluation the position of the device. No adverse patient effects were reported.

Manufacturer narrative:
Technical services reviewed the most current device data. There was still some intermittent over detection leading to t markers, but not enough to start a charge, indicating programming smart pass off was helpful. However, there is still risk for inappropriate therapy. Additionally, moving the device would not likely help with the morphology, but may help with avoiding muscle noise artifact observed in some untreated episodes. The device remains in service with no intervention. The patient will be seen again for a follow up in (B)(6) 2016. This report will be updated if additional information is received.

Event description:
Boston scientific received information that one week post-implant, the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock due to t-wave oversensing. A boston scientific technical services (ts) consultant reviewed the stored episodes. It was noted sensing was appropriate when the patient's heart rate was at 130-140 bpm, but when the rate increased to 140-150 bpm, the t-waves were oversensed. The morphology change was not significant. Ts recommended evaluating the other vectors and performing an exercise test. The patient received another inappropriate shock the following month. Ts reviewed additional device data. The field representative provided re-screening data for a right sided electrode, but the complexes did not pass in any vectors. The captured s-ecgs from the exercise test showed appropriate sensing at elevated heart rates, but the t-wave amplitude was increased and this left the patient at risk for additional inappropriate shocks. An engineering review of the episodes found that the oversensing was reproduced when smart pass was enabled and was mitigated when smart pass was disabled. This information was provided to the field representative. The field representative later sent in the at-implant and current x-rays for ts review. The electrode position was found to be stable, but the device had migrated and was possibly not sutured into place. This can movement was a likely cause for the muscle noise that was observed in some episodes, and there was concern that a shock for vf would not convert the arrhythmia with the device in this position. A revision was recommended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The field representative was present with the patient for the device check in (B)(6) 2016. Interrogation of the device found no new episodes and no issues. No changes were made to the device position or programming at this time. The patient will be seen at the next normally scheduled follow-up.